Event description:
The customer reported that the system displayed an x-ray disabled error and would not perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reloaded bios settings, system software, calibration files, and configuration files. The system operates as intended.